Event description:
New information received notes that no intervention or changes were made to resolve the far-field r-wave oversensing on the pacemaker. No patient consequences were reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the atrial tachycardia/atrial fibrillation (at/af) episode transmissions revealed that the pacemaker exhibited far-field r-wave oversensing, resulting in inappropriate mode switching. No intervention or changes were reported. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.